Event description:
An infant in the nicu had an excoriated bottom. A nurse used a "goose neck" heat lamp to dry the exposed bottom. When the rn turned on the lamp, it was not working and facilities was called to change the bulb. After the lamp was turned back on, a popping noise was heard and a spark flew on to the infant's diaper and ignited. The rn immediately picked up the infant and removed the diaper to extinguish the fire. Another rn shut off the oxygen source. The infant has a small burn on the right great toe that is being treated with silvadene.====================== health professional's impression======================caused small burn on toe. Had potential to cause serious burns.